Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. The patient was initially treated with oral antibiotics. The infection did not subside, and as a result the physician decided to explant the system. The infection has been treated and the patient is stable.